Event description:
Study event. Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: post the procedure. It was reported that post right internal carotid artery stenting procedure the pt experienced hypotension treated with unspecified vasopressors and a stay in the critical care unit. Reportedly, the condition resolved in 2008 and the pt was discharged to home. No add'l info was available.

Manufacturer narrative:
The stent remains in the pt, the stent delivery system was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.